Event description:
The leads was returned to the manufacturer after being explanted with no information. The lead subsequently tested out of specification. Follow up information revealed that the system was explanted due to "vein blockage". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed, and the outer insulation was breached and had environmental stress cracking (esc). It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, and there was blood in/on the helix/lobe mechanism.